Event description:
It was reported that the previous year, the patient walked through a metal detector and it caused the patient to fall and black out. It was noted that patient¿s device was turned on during the incident. It was reported that the device was on and working fine after the incident and the patient had the healthcare provider (hcp) to confirm. It was also reported that the patient were affected by microwave ovens, x-ray machines, satellite dishes, cop radios and walkie talkies. It was noted that the patient was homebound because of the device. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2000, product type extension; product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2000, product type lead; product ID 7426, serial# (B)(4), implanted: (B)(6) 2003, product type implantable neurostimulator; product ID 3387-40, lot# l59849, implanted: (B)(6) 1999, product type lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type extension. (B)(4).